Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The returned device was tested with multiple scopes and no problems were found with scope registration. However, the evaluation found a worn video connector latch, causing poor connection with the video cables; replacement of the video connector was deemed necessary. The software version was found to be version (B)(6) and it was recommended to the customer to upgrade to version (B)(6). The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the scope did not register when connected to the olympus, model cv-170, video system center. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn video connector latch could not be identified. Olympus will continue to monitor field performance for this device.